Manufacturer narrative:
(B)(4). The event occurred after using the device on the patient. The customer indicates that there is no safety mechanism for the introducer needle and needle puncture can occur if it is not physically placed in the safety needle lock or sharps container. Note: the kit is supplied with a "sharps away disp. Cup" for placement of used needles. Also, the customer is advised to use universal blood and body-fluid precautions.

Event description:
The customer reports that the physician got a needle stick. The customer reports that the doctor is fine.

Manufacturer narrative:
(B)(4). The reported complaint of a needle stick is not a product malfunction. The introducer does not contain a safety mechanism. However kit ask-42703-vc includes two separate sharps disposal cups and the needle is packaged with a protective guard so as to prevent needle sticks prior to use. The instructions for use (IFU) for this kit was reviewed as a part of this complaint investigation. The IFU instructs the user that "a sharpsaway ii locking disposal cup is used for the disposal of needles." The IFU also indicates that a second "sharpsaway system may be utilized by pushing needles into foam after use." Based upon the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the physician got a needle stick. The customer reports that the doctor is fine.